Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they suffered a diabetic coma. The customer could not recall any significant events leading up to the adverse event. Customer's blood glucose was 31 mg/dl at the time of incident. Customer stated they experienced low blood glucose for 45 minutes. The customer was treated with glucose tablets and fluids. The customer's current blood glucose was 389 mg/dl. It was reported the customer was experiencing high blood glucose since (B)(6) 2015. The customer attributed stress and not feeling well to their high blood glucose. Customer stated they did not expose the insulin pump to a high magnetic field. Troubleshooting for the customer's high blood glucose was declined. The insulin pump will not be returned for analysis.